Event description:
It was reported that the patient was experiencing pain at the ipg site as the device was protruding out of the skin. It was noted that the patient had an infection at the ipg site. The patient underwent an ipg and lead explant procedure and was placed on antibiotics. The patient is expected to fully recover. Additional information received that patient had redness and swelling around ipg site.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 21101611.

Event description:
It was reported that the patient was experiencing pain at the ipg site as the device was protruding out of the skin. It was noted that the patient had an infection at the ipg site. The patient underwent an ipg and lead explant procedure and was placed on antibiotics. The patient is expected to fully recover.